Event description:
It was reported that this pacemaker system went into lead safety switch (lss) due to high out of range right atrial impedance measurements. In addition, right atrial (ra) lead oversensing has led to inappropriate atrial tachy response (atr) events. It was also noted, that a year ago, the right ventricular (rv) lead had exhibited noise. Technical services (ts) was consulted and recommended lead testing and reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.